Manufacturer narrative:
Outcome: the open heart procedure determined that there had been a perforation of the artium. The patient survived and a new device was implanted. Failure analysis: the spectranetics device used during the procedure were discarded at the hospital and will not be returned for evaluation. The physician did not believe that the spectranetics devices were responsible for the adverse event.

Event description:
Clinical history: the procedure was required to remove three non-functional leads. It was a left sided procedure. The leads were all st. Jude leads and had been implanted for four years. Arterial - model #1688. Cs - model #1056. Ventricular - model #1580. Procedure: the procedure was performed in the ep lab. An atrial line and fluoro were used throughout the procedure. The arterial and cs leads were successfully removed with traction using the lead locking device. The md used a 16fr sls sheath to remove the ventricular lead. While the md was attempting to remove the lead, the patient's bp began to fall. The CT surgeon was immediately called. Echo was unable to detect a perforation. The surgeon performed a manual blind tap through an incision below the xyphoid and the patient was prepped to be transferred to the or for open heart.